Event description:
It was reported that once the inflatable penile prosthesis (ipp) was implanted, physician tried to inflate it. However, at certain point the fluid from each pump just came back to the pump bulb, and the device never became fully rigid. Pump reset was tried, but still the same issue. No revision surgery has been informed, and no patient complications were reported.